Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would lose connectivity during programming, however, a sluggish performance error was found in the error log. It was also indicated that the connection between the left antenna and display frame was loose. It was also indicated that the stylus tip was bent but functional and the power supply was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had noisy wireless and non-wireless telemetry and could not perform the threshold test for two patients. The programmer was returned for service. No patient complications have been reported as a result of this event.